Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3770sp hybrid fibertak suture tape ruptured on final cycling of the knee. This is the second occurrence of this event. Previously reported in case (B)(6) . Surgeon attempted to use another fibertak unsuccessfully. A new graft was acquired and a 475 swivelock was used to secure the new graft. Total delay: hour and a half.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error due to excessive force during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.